Event description:
It was reported that a red call doctor icon was observed on this patients home monitor. Troubleshooting was performed unsuccessfully, and this patient was referred to their clinic. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects were reported. Additional information was received that this crt-d was explanted due to an unknown reason and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal.

Event description:
It was reported that a red call doctor icon was observed on this patients home monitor. Troubleshooting was performed unsuccessfully, and this patient was referred to their clinic. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects were reported. Additional information was received that this crt-d was explanted due to an unknown reason and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a red call doctor icon was observed on this patients home monitor. Troubleshooting was performed unsuccessfully, and this patient was referred to their clinic. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects were reported.